Event description:
New information received notes that during follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed after previous programming changes were made. Patient was asymptomatic. Additional programming changes were made.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.